Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; da pcba adc failed vent inop occurrences. No patient harm reported.

Manufacturer narrative:
Attempts to get patient information yielded no response. Attempts to get repair information yielded no response.